Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # h828759106, serial # (B)(4), implanted: (B)(6) 2012, product type catheter product ID 8835 lot# serial# (B)(4), product type programmer, patient; product ID 8709sc, lot # h828759106, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported, a pump revision was to be performed. The health care provider (hcp) planned to fill the pump with saline and put the pump on minimum rate because the patient had not been receiving medication for ¿quite some time¿ because there was a leak. A catheter dye study had been performed and it confirmed there was a leak in the pump pocket. The hcp thought there was an occlusion at the connector site. The hcp planned to go in and assess to make sure that was what the problem was and to revise the pocket. A volume discrepancy had previously occurred but the hcp had refilled it ¿just in case it started working again.¿ the amount of the discrepancy was not provided. The hcp planned to revise the pocket and possibly open the back incision because the pump was implanted in the patient¿s buttock and was to be moved to the opposite site. ¿so he¿s going to have to tunnel¿ to reconnect the catheter. After the patient healed, the plan was then to put ¿a different¿ medication in the pump. The device system was used to deliver prialt. It was later reported the patient had a catheter revision with a new catheter placed. The old catheter was found to be patent after it was removed from the pump but was seen that it was ¿barely¿ in the intrathecal space. The patient¿s pump was filled with preservative free normal saline at minimum daily rate. The new catheter was attached to the pump and a catheter access port kit was used to check that it was patent. It was reported the pump had not delivered any medication ¿during the time the patient had increased pain symptoms, which began in (B)(6)¿. It was noted the patient did not have any withdrawal symptoms. Following the dye test that determined an occlusion was present, the patient had been referred to the surgeon.